Event description:
It was reported that during an implant procedure, the atrial lead was unable to be implanted. The atrial lead was not used as decided by the physician. The patient was discharged with no reports of adverse consequences.

Manufacturer narrative:
The reported event was ¿lead was not getting fixed¿. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. Visual examination of the lead did not find any anomalies except for procedural damage. X-ray examination noted the inner coil was overtorqued at the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification.